Event description:
The customer reported, the system is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge representative has not reported on evaluation of the system. (B) (4).